Event description:
This is a report of a patient death coincident with peritoneal dialysis (pd) therapy on the homechoice. The cause of death was not reported. It was not reported if an autopsy was performed. Additional information was requested, but is not available.

Manufacturer narrative:
(B)(4). The device was returned for evaluation. A review of the device logs revealed no system errors, anomalies, hardware device failures or increased intraperitoneal volume (iipv) events that could have caused or contributed to the reported difficulty. The product analysis lab (pal) evaluated the device. The device passed both the homechoice rite (return instrument test/evaluation) electrical test and the homechoice rite functional test and was determined to meet performance specification requirements per rite testing. An internal and external inspection was performed and found no issues. There was no evidence of fluid or moisture found within the device. Testing of the power cord received with the device revealed no problems and that it is electrically intact. The pal evaluation of the device revealed no failures or malfunctions that could have caused or contributed to the home patient passing away. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). If additional relevant information is received, a supplemental medwatch will be filed.

Manufacturer narrative:
(B)(4). The device is reported to be available but has not been received at this time. An event history log review will be performed. Should any relevant information be obtained from this review that is related to the reported event or through other means, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device history record was reviewed. The device was distributed for use 15 years ago and has been reconditioned/serviced since its original manufacture date; therefore, there are no nonconformities, rework activities, or first pass test specification failures related to this complaint. The device was serviced more than one year ago, therefore review of service records is not relevant. There was no non-conforming product identified related to the reported issue of the patient passing away. The cause was undetermined. Should additional relevant information become available, a follow-up report will be submitted.